Event description:
A user facility reported an issue that occurred between (B)(6) 2026. During extracorporeal membrane oxygenation support, the rpms of the pump were reduced without a change to the console. The user exchanged the patient xlung kit 230. The user reported a coagulation issue on the side of the patient. The customer was concerned about the potential for a technical issue. A clinical support specialist was onsite and explained the formation of a clot was the probable cause for the rpm reduction. Technical services were onsite and checked the machine to rule out a technical failure. No technical issue was found but the field team. There was no patient serious injury. The complaint sample was not received by the manufacturer; however, machine logfiles were provided by the user facility.

Manufacturer narrative:
Additional information: b5, h4 plant investigation: nonconformity was not observed during the manufacturing process. No other complaints have been reported about this device, and a review of repair history was not conducted. The log data of console (B)(6) from (B)(6) 2025, to (B)(6) 2026, were provided. No defect was found at the console. The log data of the console indicated recurrent drainage cannula suction events during the course of support from (B)(6) 2025, to (B)(6) 2026. On (B)(6) 2026, the data indicated a significant increase in pump mechanical load with persistent elevated power consumption, which was suggestive of increased mechanical resistance within the pump head, potentially due to thrombus formation.

Event description:
A user facility reported an issue that occurred between (B)(6) 2026. During extracorporeal membrane oxygenation support, the rpms of the pump were reduced without a change to the console. The user exchanged the patient xlung kit 230. The user reported a coagulation issued on the side of the patient. The customer was concerned about the potential for a technical issue. A clinical support specialist was onsite and explained the formation of a clot was the probable cause for the rpm reduction. Technical services were onsite and checked the machine to rule out a technical failure. No technical issue was found but the field team. There was no patient serious injury. The complaint sample was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.